Event description:
The account alleged no functions or scale display. No pt impact.

Manufacturer narrative:
The account opened up the foot section and found corrosion on the power supply board. Technician suggested the account replace the power supply board. No further info is available on the repair of the bed.